Manufacturer narrative:
Concomitant medical products: 4076-58-lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was partially removed and capped. A new ra lead was implanted. No patient complications have been reported as a result of this event.